Event description:
It was reported that boston scientific technical services (ts) was contacted regarding this system. The physician had observed an alert for an out-of-range right ventricular (rv) lead pacing (>3000 ohms) and shock (>200 ohms) impedance measurements. Ts recommended an emergent in-clinic follow-up with provocative maneuvers and potential diagnostic imaging to evaluate the rv lead integrity. The patient was seen in-clinic where provocative maneuvers were performed, but no changes in impedance or noise was observed on the real-time electrocardiogram. The patient was hospitalized pending diagnostic imaging. It was noted the patient had received a right atrial (ra) lead ablation procedure the week prior, but it is unknown if that procedure is alleged to be related to the out-of-range rv impedance measurements. At this time, the rv lead remains implanted and the patient was stable.